Event description:
During a knee arthroscopy procedure, using a super turbovac 90 with integrated cable arthrowand, the patient sustained a burn (severity and size of burn was not provided). The patient injury treatment details and patient outcome were not provided. The cause of the burn was requested from the physician and was provided as unknown.

Manufacturer narrative:
The patient burn severity and size of burn and treatment information was requested from the hospital. No additional information has been provided to date. The device was reported as discarded by the hospital. Since the device is not available and the lot number is not known, a complete investigation could not be performed. No conclusion can be made.